Event description:
A u.s. Distributor contacted zoll to report that battery pack sn (B)(4) was unable to power up a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is complete. The reported problem (unable to power on a monitor) was confirmed. Upon evaluation, the battery did not power on a monitor or charge. Upon investigation, the battery pack cells were leaking. The root cause for the leaking cells could not be positively identified, but the damage likely resulted from the battery pack impacting a hard surface. No adverse event resulted from the defective battery pack.